Event description:
A malfunction alarm was reported with code malf 12. The impact on the customer¿s blood glucose level was unknown as the customer declined to provide information. Technical support assisted the customer with resetting the pump, and the malfunction did not recur. The customer was advised that they could continue using the pump and to contact technical support if any malfunction code appeared again.